Event description:
It was reported that the burr became stuck on the guidewire. A coronary angioplasty was being performed using a rotapro 1.50mm and rotawire for treatment. While using dynaglide mode to remove the device, it was noted that the rotapro burr was stuck on the rotawire and could not move anymore. Both devices were removed together, and the procedure was completed successfully using an alternate method. No patient complications were reported due to this event.

Manufacturer narrative:
B3 event date: used 05/01/2023 as an approximate event date, as the event date was unavailable. Device analysis by MFR: the returned product consisted of the rotawire ic. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 2cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported stuck rotawire, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. The reported lost position of the rotawire was not able to be confirmed as clinical circumstances were unable to be replicated.

Event description:
It was reported that the burr became stuck on the guidewire. A coronary angioplasty was being performed using a rotapro 1.50mm and rotawire for treatment. While using dynaglide mode to remove the device, it was noted that the rotapro burr was stuck on the rotawire and could not move anymore. Both devices were removed together, and the procedure was completed successfully using an alternate method. No patient complications were reported due to this event.

Manufacturer narrative:
Additional information: (d4) model number b3 event date: used 05/01/2023 as an approximate event date, as the event date was unavailable. Device analysis by MFR: the returned product consisted of the rotawire ic. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 2cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported stuck rotawire, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. The reported lost position of the rotawire was not able to be confirmed as clinical circumstances were unable to be replicated.

Event description:
It was reported that the burr became stuck on the guidewire. A coronary angioplasty was being performed using a rotapro 1.50mm and rotawire for treatment. While using dynaglide mode to remove the device, it was noted that the rotapro burr was stuck on the rotawire and could not move anymore. Both devices were removed together, and the procedure was completed successfully using an alternate method. No patient complications were reported due to this event.

Manufacturer narrative:
B3 event date: used bsc aware date as event date was not available.